Manufacturer narrative:
The reported events of failure to capture and lead dislodgement were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections was normal with no anomalies found.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's left ventricular (lv) lead exhibited loss of capture. It was also noted from fluoroscopy that the lead was dislodged. The lead was explanted and replaced. The patient was stable.